Event description:
It was reported that the pump touchscreen was unresponsive. There was no reported impact to the customer's blood glucose level. The customer was informed that the device would be returned, and a replacement pump with a different serial number was arranged.